Event description:
It was suspected that pericardial effusion and cardiac tamponade occurred near the pouch during cti ablation. It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. An rf needle was inserted through an 8.5 fr non-boston scientific (non-bsc) sheath via the femoral vein. Following transseptal puncture, the 8.5 fr sheath was exchanged for a faradrive sheath. A farawave catheter was advanced through the faradrive sheath. A non-bsc microcatheter and non-bsc diagnostic catheter were inserted through a non-bsc sheath and a 6 fr short sheath, respectively. A non-bsc catheter was inserted through a 7 fr sheath via the internal jugular vein. Pulmonary vein isolation (pvi) was performed in the left atrium using the farawave catheter. Following pvi, post-mapping was completed and the catheter was withdrawn from the left atrium. It was suspected that torque may have been applied to the faradrive sheath during withdrawal from the left atrium into the right atrium. When the farawave catheter was retracted into the sheath and the sheath was pulled back, the sheath reportedly bent upon entering the right atrium, resulting in damage to the posterior wall of the right atrium. The faradrive sheath remained in the right atrium with the tip positioned near the inferior vena cava (ivc), while the farawave catheter remained retracted within the sheath. Cavotricuspid isthmus (cti) ablation was subsequently performed using a non-bsc catheter. During cti ablation, sinus rhythm was no longer observed and pacing at 60 bpm was initiated from the coronary sinus. Sinus rhythm did not return following completion of the cti ablation. Intracardiac echocardiography (ice) subsequently revealed a pericardial effusion consistent with cardiac tamponade. Blood pressure was maintained at approximately 90 mmhg, as monitored via arterial line, with norepinephrine support. Pericardial drainage was performed, and the drained blood was reported to be venous. No issues were identified with the faradrive sheath. The patient's blood pressure stabilized following drainage. The patient was admitted to the intensive care unit (ICU) for observation on the day of the procedure. The patient was transferred to a general ward the following day immediately after the drain was removed. The patient was discharged on (B)(6) 2026. At discharge, the patient was reported to be in good condition and able to return home independently.